Event description:
A customer reported that the coulter act diff hematology analyzer leaked approximately 500 ml of clear fluid underneath the instrument. The customer was wearing gloves at the time of the occurrence. There is an exposure control or risk management plan in place at the facility. There was no report of injury or exposure, and medical attention was not sought. No erroneous patient results were generated in connection to the leak. Beckman coulter field service engineer (fse) found that the leak was caused by the peristaltic tubing not being stretched enough. The analyzer had been installed recently, and another fse serviced the customer instructing how to replace various parts. The fse believes the pump tubing may not have been re-seated and re-stretched correctly at that time. The fse verified the service activity per established procedures and the results met published performance specifications.

Manufacturer narrative:
(B)(4).